Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during use of a 5-fu pump, the tubing at the end became disconnected without any obvious trauma, as stated by the patient. The patient noticed the disconnection and immediately reattached the tubing, after which no further issues occurred. Photos of the tubing and related information were provided. The event occurred while in use at the patient¿s home, and there was no injury.